Event description:
It was reported that the solution was coming out of the patient line. The home patient (hp) was not connected when the therapy was initiated. As a result, the caregiver (cg) quickly connected the hp to the homechoice (hc). However, the cg thought that the hp was not able to get the entire fill required. The technical service representative (tsr) explained that the hp should be connected to the hc after the lines have been checked to see that the fluid is all the way to the top of the lines and the hc reads check patient line/connect yourself. The tsr explained that the supplies were compromised. The tsr assisted the cg with ending the therapy and removing the cassette. The tsr advised the cg to dispose of the current supplies attached and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.